Manufacturer narrative:
The device subject of the event was discarded by user facility personnel. The investigation into the reported event is in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure which included use of endogator irrigation tubing, the tubing was leaking blue dye resulting in a procedure delay. No report of injury.

Manufacturer narrative:
To date, the user facility has not provided additional information regarding the "patented blue dye 2.5%" in use at the time of the reported event. The endogator irrigation tubing instructions for use includes the intended use which states, "the endogator¿ endoscopy irrigation tubing (tubing and accessories to accommodate various gi endoscopes and irrigation pumps) is intended to provide irrigation via sterile water during gi endoscopic procedures when used in conjunction with an irrigation pump (or cautery unit)." The device subject of the event was discarded by user facility personnel. Without a returned device, the root cause cannot be determined. The device history record was reviewed and confirmed the device lot was manufactured to specification. No additional issues have been reported.